Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl and a mild heart attack. Reportedly, the customer programmed their pump incorrectly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.